Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the difficulty inserting the device into the anatomy; however the treatment appears to be related to circumstances of the procedure as another device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closudre of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a diagnostic procedure. Reportedly, the proglide device could not be advanced into the anatomy due to presumed scar tissue. An angioseal device was used to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.